Event description:
On(B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high. On (B)(6) 2014 the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on an unknown date/time in (B)(6). She tested on the subject meter in the evening and observed a value of ¿386mg/dl¿ which she felt was high as compared to her normal readings/feelings. The patient manages her diabetes with humalog insulin 3x per day and self-adjusts her dose based on her carbohydrates and meter results. She reported that she administered 10 units of humalog in response to the meter reading and went to bed. Approximately 2 hours later she woke up with symptoms of ¿feeling weak and was sweating.¿ she then tested again on the subject meter and observed high reading in the ¿300¿s.¿ no other device was available. The patient¿s daughter took the patient to the emergency room (ER) because the subject meter was reading high. When the patient arrived at the ER her blood glucose was tested on a hospital meter and a reading of ¿98mg/dl¿ was obtained. The time difference between the 2 tests is not known. No form of medical treatment was administered and the patient was released that day. During the initial call, the patient reported that she also obtained the following readings that she felt were high, ¿360 mg/dl, 401mg/dl, 390mg/dl, 341mg/dl, 379mg/dl, 356mg/dl, 352mg/dl, 475mg/dl, 524mg/dl, and 389mg/dl.¿ the patient could not specify when these readings were taken and if they were compared against another device. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.